Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 448 mg/dl which did not decrease after performing an infusion set change. The customer administered a manual injection to address the bg level. Reportedly, the customer's healthcare provider believed this issue was due to an undefined problem with the pump. Troubleshooting was performed and insulin was observed to be dripping out of the infusion tubing during the load fill tubing sequence. Reportedly, the customer reverted to manual injections for insulin therapy.